Event description:
Additional information received reported that the patient was to undergo a surgical procedure to remove the existing lead. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient received an implantable neurostimulator (ins) over 12 years ago to treat a dropped foot. The device did not work and was explanted, but some of the lead was left in the patient. If additional information is received, a follow up report will be sent.

Event description:
Follow up information received indicated that the need for the removal of the existing lead was so that an MRI could be performed for a knee replacement procedure. It was also reported that there were no device malfunctions. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model: unk, lot#: unk, implanted: 2000 (B)(6), explanted: unk. Extension: model: 7496-51, serial#: (B)(4), implanted: 2000 (B)(6), explanted: unk. (B)(6).

Event description:
Follow up information reported that the patient was doing fine following the procedure. If additional information is received, a follow up report will be sent.